Event description:
Leaking noted under mahurkar dressing in right femoral vein, dressing taken down and a tiny puncture was noted in the blue lumen of the catheter. It did not compromise use of dialysis although for safety of the patient, line was monitored closely. Dialysis was stopped the next day and a new catheter was obtained. Original catheter was removed.